Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). It was noted that imaging was difficult due to the large atrium, and images were not clear. The clip was prepared and advanced into the anatomy. Once in the anatomy, and in attempting to position the clip, the steerable guide catheter (sgc) was noted as being unable to curve, unable to straighten, and the clip was not moving according to sgc movements. It was attempted to grasp leaflets 15 times, unsuccessfully. Grasping attempts caused a chordal rupture and the procedure was abandoned without deploying the clip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflet appears to be related to patient morphology/pathology in conjunction with issue with the guide. The reported poor image resolution was due to the large atrium. The reported patient effect of tissue injury was a result of multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.